Event description:
Pt was connected to defibrillator monitor and no tracing was observed. Leads and cable changed with still no tracing on monitor. Pt was placed on alternate monitor without further incident.